Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 03/01/2021.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported system (B)(4), which was not reproduced during evaluation. A review of the event history log identified system (B)(4). The cause was determined to be an out of specification thermistor calibration reading. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system (B)(4) (thermistor disparity). There was no known patient injury or medical intervention associated with this event. No additional information is available.